Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's left eye using a ez-28 delivery system. After the lens insertion the surgeon noted that the lens haptic was bent. A second li61aor lens was successfully implanted. The incision was enlarged and sutures were used. The pt's most current prognosis was described as great. Please ref MDR# 1119279-2012-00180 for the delivery device.